Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the implantable cardiac monitor (icm) was undersensing resulted in false pause episodes. Programming changes were made. The patient was in stable condition.